Event description:
International report was received in which one lv intermate was reported to have ruptured immediately following a pts infusion. Intermate was filled to 145 ml with 5 fu and wasser (multivitamin supplement). Pt injury, medical intervention and exposure reported as none.